Event description:
Ous MDR - after an implantation period of about 13 months, a loss of capture was reported during a follow up. The physician decided to replace the lead, but it was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was received for analysis in the meantime:upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuttings in the insulation were observed which occurred most likely during the explantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.